Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the patient has few complaints and is now able to function without glare.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced glare which caused the inability to perform and aniseikonia. The iol was exchanged for a different lens model. Additional information has been requested.